Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Inspection showed there was contrast and blood in the inflation lumen and balloon. Blood was present in the guidewire lumen. The balloon was inflated prior to device return. At 10mm from the tip of the device, there was a partial circumferential tear.

Event description:
Reportable based on device analysis completed on 23nov2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the device did not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure. However, device analysis revealed that there was a balloon tear.